Event description:
Report received that a patient's vns presented with high impedance after system diagnostic testing was performed. The patient had a generator replacement about three weeks prior to the high impedance being found. The post-op impedance after this replacement was found to be good. The company representative present at the surgery recalled the lead pin being fully inserted. Clinic notes from the day high impedance was found indicated the physician and company representative asked the patient if any trauma occurred that may have caused the high impedance, however no response was provided. The same company representative later reported that the patient said no trauma had occurred. X-rays were reportedly taken and reviewed by the physician. He reportedly did not believe the images showed any conclusive evidence for the cause of high impedance because not all of the lead was visible. However, clinic notes from the physician stated "x-ray shows leads plugged in". These images were not reviewed by the manufacturer. No surgical intervention has occurred to date and no other relevant information has been provided.

Event description:
Further information was received that the patient returned to the or for the high lead impedance. Before replacing the lead, the surgeon pulled the pin out of the generator cavity, reinserted the pin, and claimed to have felt it sink in a millimeter deeper. Three lead impedance tests were performed and all were within normal limits. No products were replaced. No further relevant information has been received to date.